Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Received screenshot it is visible that oxygen safety valve is leaking with 6.78 liters per minute. Shipment of spare parts initiated. Technical support requested customer to perform gas path test.

Event description:
The customer reported alarm no oxygen dosing possible. There is an evidence of leak on the oxygen safety valve. At this time, there was no information provided regarding patient involvement.